Manufacturer narrative:
It was reported that during an emergent line placement "a guidewire broke during a central venous catheter (cvc) insertion." According to the facility the physician was placing the central line catheter on a patient in the subclavian vein and reported meeting resistance when the guidewire was inserted into the introducer needle. The physician advanced the needle with the guidewire inserted and reported the guidewire tip broke off in the patient. The patient received an immediate x-ray and was sent to interventional radiology (ir) to retrieve the wire from the patient, however the patient coded and the procedure was stopped. The facility reported that the patient passed away the following morning. The cause of death was listed as multi-system failure. The sample is not available to return to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that the tip of the guidewire broke off inside of the patient during an emergent line placement.